Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) gave a motor control failure message at setup. Turning off and on the device, the error message disappeared. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Possible causes of the reported issue could be the following: poor connection between the control panel and the pump, and poor connection of the connector on the control board inside the case; when communication data collision occurs and processing cannot be completed within the specified period. During troubleshooting, connection between the connector on the centrifugal pump 5 (cp5) control panel and the drive unit was checked and when it was possible to reproduce the poor connection of the connector, a motor control error occurred, but no error message was displayed. In addition, connection of the control board connector in the case of the control panel was checked and there was no abnormality. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported issue was a bad connector connection between the centrifugal pump 5 (cp5) control panel and the drive unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.